Event description:
It was reported by service report that the brakes were not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assembly malfunction.